Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and found that the problem was with helium leaking inside and outside the cart. To resolve the issue, the stm replaced the helium reservoir assembly. And perform all safety, functional and calibration checks to perform factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstance of the event is unknown; however, no patient involvement or adverse event was reported.